Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead fracture was confirmed through fluoroscopy. Also, this fracture was thought to be from subclavian crush. Currently, the patient is doing well.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was retracted, and a dried body fluid and tissue were noted in the helix housing which is normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead fracture was confirmed through fluoroscopy. Also, this fracture was thought to be from subclavian crush. Currently, the patient is doing well.